Event description:
It was reported that during a laparoscopic roux en y procedure, the cartridge was pre-fired, the tech loaded the device and caught the proximal end of the cartridge to the distal end of the anvil and the sled started to move and the gun locked out. The battery then was dead. The tech hit the reverse and the device would not do anything. The manual over ride would not release the device. The device was able to be slid off the tissue, there was no tissue damage. A manual echelon device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Premature sled movement. The analysis found that one device was returned in good visual condition and with the manual override door out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. In addition, two reloads were received with the device. Reload (b) was partially fired 1/16 and reload (c) was received partially fired 1/10. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. Please note if the instrument is partially fired, slide the knife reverse switch forward to return the knife to home position. To open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. The device was disassembled to reset the bailout system and then, it was tested for functionality in the straight position with the returned reloads and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device closed and opened as intended during testing. The knife reverse button performed properly. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? Stomach was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? Unknown. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? 2nd. What color cartridge was being used? Blue. What other color cartridges were used before and after this event? Blue. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No, the buttons felt loose and broken was there any difficulty removing the device from the tissue? Yes. Is there any other additional information you would like to share about this device or procedure? The device is in the open position, "it took the force of 12 men to open the device."